Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time of (B)(6) 2012. He obtained a glucose result of "269 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. The patient stated that he manages his diabetes with humalog insulin (self adjuster) and due to the alleged issue at an unknown time of (B)(6) 2012 he took 6u of humalog. He claimed 20 minutes after the alleged issue started he felt light headed and shaky. The patient denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.